Manufacturer narrative:
The information provided indicates the patient suffered a prodisc l implant migration. The migration has been linked to patient back pain, and this malfunction is likely to require surgical intervention to preclude serious injury. The actual cause or hazard resulting in the migration is unknown as the surgeon has not indicated why this may have occurred. This information led to a determination that a MDR submission is required for this event. DHR review did not find any manufacturing issues which may have caused or contributed to this complaint. Complaint history found the rate of complaints to be acceptable. The linked complaint determined the possible cause was attributed to the surgical technique. This may have also contributed to the migration. The risk assessment determined this hazardous situation is identified and determined to be acceptable. No capas were related to this complaint. No device was removed or returned for evaluation. The prodisc l us surgical technique guide has specific instructions to perform a complete and thorough discectomy and remobilization of the disc space. This process is emphasized within the surgical technique guide to achieve motion preservation and is indicated as critical for the success of the surgery. This report is for 1 of 3 devices involved in this event.

Event description:
A patient received a pdl us implant on (B)(6) 2021. The patient has now suffered a device migration which is contributing to back pain. This type of malfunction is likely to lead to surgical intervention to correct the problem and prevent serious injury. The patient has not been scheduled for surgical intervention as of this submission.